Event description:
A gore propaten vascular graft was implanted on (B)(6) 2011. Patient was later admitted on (B)(6) 2011 with infected left leg prosthetic bypass graft x2 with femoral pseudoaneurysm and infected draining hematoma of the left mid calf. The patient underwent surgery to remove femoral, popliteal and femoral-peroneal prosthetic grafts.

Manufacturer narrative:
Method: review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.